Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue from a three (3) hour protocol completed on (B)(6) 2013. The complainant described the tissue samples involved as under-processed. On (B)(6) 2013, leica biosystems received information from the laboratory regarding the final status of tissue sampled processed in the "3 hour (med)" protocol from which sub-optimal tissue processing was reported by the complainant. The information received stated that re-biopsy of one (1) patient had been conducted. On (B)(6) 2013, the laboratory advised leica biosystems of the identifier and the age and gender. Investigation of this complaint by leica biosystems is in process.